Event description:
Multifunctional electrodes applied to patient - sparks noted when 200 j shock given. Pads repositioned, at time unsure of source of sparks. Defibrillator placed in pacing mode. Sparks noted again. Source found to be multifunctional electrodes.